Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. During the procedure it was reported that the farawave catheter was used to perform off label ablations to the cavotricuspid isthmus (cti). At the end of the procedure pericardial effusion was identified via the external ultrasound machine used during the procedure. The physician assessed the situation and determined the patient was experiencing cardiac tamponade, although they considered it non-serious. The patient was not hospitalized for the complication, but it was not reported if any other interventions took place. The physician commented that "it seemed the cti was rubbed while ablating it with the catheter".

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.